Event description:
Staff were using the baxter IV to deliver heparin to a patient. After running labs during the infusion patient's values were not changing which caused staff to investigate further. The following is from the department manager about the incident: pt had been therapeutic on the heparin drip. A new bag was hung on [redacted] at 10:31 by staff at a rate of 9.5 units/kg/hr (16.4 ml/hr). The next anti-xa level at 1206 was still therapeutic but did drop from the previous level (0.94 to 0.62), which indicates to me there was a change in the rate/dose even though the pump did not reflect that. Anti-xa at 17:49 was <0.1. Pt appropriately received a re-bolus of 2,000 units and rate was increased by 3 to 12.5 units/kg/hr (21.6 ml/hr). The next anti-xa at 00:38 on [redacted] was also <0.1. I assume this is when staff suspected a problem. I assume they must have gotten guidance from pharmacy, because instead of re-bolusing they resumed the previous rate of 9.5 units/kg/hr at 01:07. The next anti-xa at 07:00 was supratherapeutic at 0.79. The pt's lab response certainly indicates patient was not receiving heparin from about 10:30am until 1:00am (14.5 hours). Staff examined the pump and found the blue clamp on top of the pump was engaged, stopping the pump from delivering fluids but also not alarming of an upstream occlusion.